Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a long-term hemodialysis catheter [centro flo] was difficult to remove from a patient. The dialysis catheter was in use for 1.5 years. The patient presented at the hospital with a possible infection located at the dermal cuff. The clinician tried to remove the product but was unsuccessful. The removal attempt was discontinued due to increased patient bleeding at the site. The patient was transferred to another hospital for surgical consultation. On (B)(6) 2024, a surgeon tried to remove the dialysis catheter with a pair of forceps but was unsuccessful. A balloon catheter was inserted from the inside of the cuff and high-pressure inflations were applied from the distal [catheter tip] back to the proximal dermal cuff of the dialysis catheter. The removal attempt was successful. No additional patient consequence to report.